Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) the pop up mount was not locking, intermittently. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: name: (B)(4). E-mail address: ap@trimedx.com phone number: (B)(4). Department: bmet iii biomedical dept. Occupation: biomedical engineer a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, replaced pop up mount during pm that was intermittently not locking in place. Equipment passed all functional testing repaired and tested. The failure analysis and testing dept. Received 4 with a reported unit failure of the pop up mount intermittently not locking into place. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.